Manufacturer narrative:
The reported event was unable to be confirmed. The manufacturer was unable to conduct an investigation of the device, because it remains in use. The cause of the reported event could not be confirmed as the device was not available for investigation. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that there was significant "oozing" from the sealed inflow conduit. The surgeon reopened the chest and "made a blood sausage with pericardium and crisscrossed sutures" to obtain hemostasis. The device remains in use.